Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the sewing ring of the valve was everted. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow. There were tears on the tunica of all cusps, associated with the removal of host tissue during explant. All commissures were intact. Glistening off-white pannus lined the inflow margin of attachment adjacent to the left cusp, into the left right inferior coaptive area and 1 to 4 mm onto the left and right cusp. A remnant of pannus was received with the valve. An unknown amount of pannus was removed on the inflow of all leaflets however, there was possible evidence pannus extended onto all leaflets on the inflow suggesting a reduced inflow orifice area. Pieces of coagulated blood with pannus attached were received with the valve. Radiography showed no evidence of mineralization in the valve and/or host tissue. Note: per the IFU, section 10.2 "bioprosthesis implantation- take care not to evert (roll outward) the inflow end of the bioprosthesis when suturing t he valve to the patient's annulus. Eversion could damage the valve tissue." Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. The device history record was reviewed and no issues were noted that would have impacted this event. Analysis determined the condition of the valve was related to patient condition and/or implant technique. However, these findings did not appear to have contributed to the explant.

Event description:
Medtronic received information that this bioprosthetic valve was explanted after 21 months implant duration due to paravalvular leak secondary to patient anatomy. The physician reported that he did not feel there was a malfunction of the valve. The valve was explanted and replaced. There were no adverse patient effects reported.